Event description:
A 28 mm diameter x 16mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were successfully implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. It was reported in 2003 the patient had a type of iii endoleak through the graft near the docking gate. It was reported that a 28 mm diameter x 37.5 cm length anuerx xpedient cuff was successfully implanted within the previously implanted stent graft, however during the implantation of the cuff the physician inadvertently created an aorto uni-iliac. No additional intervention has been performed, however , it was reported that the patient may be back in the future for a femoral femoral bypass. No additional sequelae were reported an the patient is reported. To be fine.